Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that three weeks post implant this right ventricular lead displayed increased threshold measurements and loss of capture. In addition, the patient reported experiencing a syncopal episode. A follow up visit was performed and no issues were revealed. Impedance measurements were normal and threshold measurements were stable at the same implant measurement. Monitoring revealed ventricular pauses. It was thought this may be due to the kinesiology therapy sessions the patient had been receiving where the patient moved their arms and legs. The device outputs were reprogrammed to assure patient safety. Finally, a decision was made to replace the lead. During the revision procedure, visual observation revealed the lead was not positioned at the implanted position in the ventricular apex. Lead dislodgement was suspected; possibly due to the kinesiology treatments. Retesting the lead revealed increased voltages of 7v were needed to archive ventricular capture. A decision was made to replace this lead. This lead was removed and replaced at the apex position. Acceptable measurements were obtained post revision.

Event description:
- -

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual analysis revealed stretched conductor coils from 434-492 mm from the terminal pin. The insulation is separated proximal to the anode electrode. Analysis could not determine a manufacturing issue that would have contributed to a lead dislodgement. Electrically, the lead met specification.